Manufacturer narrative:
(B)(6). Date of event: unknown. (B)(4) lot unknown. Exact date unknown; reported as approximately 1 year before explant. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a hardware removal for the clavicle was performed on (B)(6) 2017 due to patient reports of pain. Two intact headless compression screws were removed successfully from the right distal clavicle. The procedure was completed successfully with no surgical delay or additional medical intervention. The patient was not revised to any new hardware as the fracture had healed. The patient was stable post procedure. The initial surgery and implant occurred approximately one (1) year ago. This is report 1 of 2 for (B)(4).